Manufacturer narrative:
Footboard.

Event description:
It has been reported that a door handle hooked the hand hold of the foot board while moving through a doorway and broke the footboard. No adverse consequence reported.